Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the soltive premium superpulsed laser system wireless footswitch was not working. The event occurred at the beginning of a ureteroscopy with laser lithotripsy. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction. However, additional information was received and upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the soltive premium superpulsed laser system wireless footswitch was not working. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.